Event description:
Caller reported a cgm error 42, which was associated with the g7sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset instructions from technical support, and with their assistance, successfully reset the pump. After the reset, the error code did not reappear, and the customer was able to start their sensor session successfully.